Event description:
It was reported that the lead had dislodged. It was noted that the patient was a twiddler. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure, the lead was otherwise normal.